Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation, the keypad was observed to be fully intact. The contrast and up keys responded intermittently to user presses. The keypad cover was removed and there was contamination found under the contrast and up key contacts. Unrelated to the original complaint, the pump powered on to a discolored display. Additionally, the battery compartment was observed to be cracked above the bumper pad.